Manufacturer narrative:
The lot numbers for device are parts of a voluntary recall initiated earlier.

Event description:
Patient had an open rcr in 2007. Patient arrived back for surgery approx two months later, for open and debridement of post op site due to infection. Patient had a pick line inserted six days later in order to administer antibiotics intravenously. Patient is following up with her primary physician.